Event description:
Information received from the field notes that while the patient was in recovery, a telemetry check noted programmed data rat e parameters as dashes (---). Attempts to correct the telemetry error resulted in the device remaiining in return to standard (rts) settings with dashes for the rate and a measured battery current of 365 microamps. The patient was returned to the operating room and the device was replaced.

Manufacturer narrative:
H6 - results - final analysis - unable to program; mechanism - microprocessor anomaly; component - initial MDR report filed via edi.